Manufacturer narrative:
Additional information was received on 30-jan-2025. There was no breathing difficulty. The patient¿s breathing was normal, but it seemed to fluctuate more than usual. No adverse event. The device evaluation was completed on 11-feb-2025. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro. Char was found attached to the tip of the catheter (proximal side). The char was noticed when the catheter was removed from the patient's body at the end of the procedure, but it is unclear when the char was attached. The qdot micro catheter was collected. There was no patient consequence reported. Additional information was received. The physician did not consider that the char was excessive. No adverse events have occurred in the patient, but the physician was concerned about the risk of blood clots. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed char residues in the dome section. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A temperature and impedance test was performed, and no temperature issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer was confirmed. The potential cause of the char residues could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The instructions for use (IFU) contain the following information: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body as part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the physician was concerned about the risk of blood clots. Char was found attached to the tip of the catheter (proximal side). The char was noticed when the catheter was removed from the patient's body at the end of the procedure, but it is unclear when the char was attached. The qdot micro catheter was collected. There was no patient consequence reported. Heparin was used as an anticoagulant, act value was 250 or more. There were no problems switching between low/high flow rates. The temperature displayed by ngen or bull's eye before or when not ablating was unknown. The setting of pre/post time: pre 2s, post 4s. Qmode+ setting: 55. Visitag parameters (breathing filters, stability, tag setting): respiration on, 3mm, 3sec, 3g, 25%. Additional information was received on 11-dec-2024. The system did not present any error message nor did the physician/user see any product problem. The generator was set to temperature control mode. Additional information was received on 07-jan-2025. No issues related to temperature and flow on the catheter. The physician did not consider that the char was excessive. No adverse events have occurred in the patient, but the physician was concerned about the risk of blood clots. The correct catheter settings were selected on the generator. The duration of ablation used was not greater than 60 seconds. Due to the patient's breathing, several contact forces exceeded 25 g mainly at left pulmonary vein (lpv) ridge and right pulmonary vein (rpv) roof. Not greater than 40 grams. Additional information was received on 15-jan-2025. Confirmed no adverse event. The char issue was originally considered non-reportable, however, bwi became aware on 07-jan-2025 that the physician concerned about the risk of blood clots and have reassessed the event as reportable. The awareness date for this record is 07-jan-2025.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-jan-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).